Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked reservoir tube lip and excessive scratched belt clip slot. Insulin pump received without the original pump belt clip. No dried moisture residue in reservoir tube or inside insulin pump noted.

Event description:
It was reported that the insulin pump was cracked and leaking insulin from the reservoir compartment. The blood glucose reading was 77 mg/dl. The customer stated that her daughter pushed her up against a chest of drawers about 2 weeks prior, and this may have caused the damage but she was unsure. She noted that 2 weeks later, her daughter pushed her up against a trailer. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-31147.